Event description:
One day post pulse generator change out, it was reported that the leads were reversed in the device header. The pocket was opened, and the leads were switched into the correct position.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.